Manufacturer narrative:
Serial number not provided. Phone not provided. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device had a repair request for an unidentified failure. The device was reported as being available for clinical use. No adverse event involving patient or user was reported.

Manufacturer narrative:
The customer called to order parts only and did not allege any device malfunction.